Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of photographs from the (B)(4) qa investigation, one handle, one adapter, and one reload. From the attachment, it appears as if the reload was disengaged from the adapter when received by (B)(4) qa. The adapter firing rod was extended and the reload jaws were clamped with the knife bar assembly fully advanced to the extreme distal end. The staple line in the photographs appears to be intact with fully formed staples and a clean knife cut. No visual abnormalities were noted for the handle or adapter. When the adapter was received by north haven pmv the firing rod was no longer extended. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 41 autoclave cycles for both the handle and adapter. Visual inspection of the cartridge revealed that the reload was fully fired. There was damage to the cartridge just before the four cm cut line. Microscopic inspection of the reload revealed damage to the cutting edge of the knife blade. There was slight damage to each of the sulu lugs. During functional testing, the quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Four white status lights illuminated indicating fewer than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Four white status lights illuminated indicating fewer than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The reload was then fired. The reload cut cleanly on the appropriate test media and all staples were correctly placed. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Engineering tested the adapter and was able to unload a pmv reload from the adapter without retracting the firing rod. The adapter was then disassembled and damage was found on the lockout slider block, the cam block, and the non-welded tip housing. A review of the handle and adapter device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Procedure type: hemicolectomy. According to the reporter: the third firing was completed, but the knife could not be returned, and jaws could not be opened. After this firing, a surgeon pressed a silver button, but the device did not react at all. To correct the issue, he/she tried to pull back the knife by a manual adaptor tool, but it was impossible. To correct the issue, the tissue was additionally resected to remove the reload from the tissue, and a manual ultra handle was used for a reconstruction of feea. Operating time was extended beyond 30 minutes. There was no tissue damage. Nothing fell in the cavity. There was no bleeding of 500cc's or more. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of photographs from the (B)(6) qa investigation, three devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a hemicolectomy procedure the instrument locked on tissue. From the attachment, it appears as if the reload was disengaged from the adapter when received by (B)(6) qa. The adapter firing rod was extended and the reload jaws were clamped with the knife bar assembly fully advanced to the extreme distal end. The staple line in the photographs appears to be intact with fully formed staples and a clean knife cut. No visual abnormalities were noted for the handle or adapter. When the adapter was received by (B)(4) pmv the firing rod was no longer extended. The electrically erasable programmable read-only memory was uploaded and indicated 41 autoclave cycles for both the handle and adapter. Visual inspection of the cartridge revealed that the reload was fully fired. There was damage to the cartridge just before t he four cm cut line. Microscopic inspection of the reload revealed damage to the cutting edge of the knife blade. There was slight damage to each of the single use loading unit lugs. During functional testing, the quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Four white status lights illuminated indicating fewer than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Four white status lights illuminated indicating fewer than 15 surgeries remaining on the adapter. A pmv articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media and all staples were correctly placed. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Engineering tested the adapter and was able to unload a pmv reload from the adapter without retracting the firing rod. The adapter was then disassembled and damage was found on the lockout slider block, the cam block, and the non-welded tip housing. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the damaged adapter and reload components. The reported condition was confirmed. A review of the handle and adapter device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. Subsequently, the complaint data did not display an increased trend. Replication of the damage seen on the lockout slider block, the cam block, and the non-welded tip housing is consistent with a user attempting to fire a single use loading unit when one is not fully attached. With the material missing on the lockout slider block and damage on the cam block from the slider block it may be possible to unload a reload with the firing rod advanced or potentially the reload was not fully rotated into place when loading for this firing. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.